Event description:
Per facility one of their residents fell or crawled out of bed and punctures her head on the head panel bumper cap protrusion underneath the bed.reported and treated as a fall.abrasion to her head,treated at the facility did not go to ER or doctor. Manufacturer sending sample of small rubber vinyl caps to facility,facility to review and confirm if this would be an acceptable solution for them. They confirmed and will place vinyl caps on their beds.